Event description:
It was reported that in the middle of a photoselective vaporization of the prostate procedure the laser came up with error codes 213 and 302.13. Attempts to clear the errors was unsuccessful and the procedure was aborted. No further information was reported.

Event description:
It was reported that in the middle of a photoselective vaporization of the prostate procedure the laser came up with error codes 213 and 302.13. Attempts to clear the errors was unsuccessful and the procedure was aborted. No further information was reported.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. A review of the field service engineer report found that the laser power supply (lps) was replaced due to error codes 213 and 111 found in the error log. After the lps was replaced the console displaced error codes 211 and 235. They were determined to have been caused by two blown fuses, one on the lps back plate and one f240 on power distribution board (pdb). The fuses were replaced and when the system was powered on there was an audible noise and the smell of burning coming from the console. Further investigation identified that the 10 ohms fuse on the voltage select board (vsb) had blown. The vsb and lps were replaced and the system was confirmed to meet manufacturers specifications. Based on the investigation results an evaluation conclusion code of cause traced to component failure was assigned.